Manufacturer narrative:
Continuation of d10: product ID: a820, serial#: unknown, product type: software. Product ID: hh90t01, serial#: (B)(6), product type: mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient's external device. It was reported that the patient was unable to bolus in any type of consistent manner. Patient stated he was told the external devices were faulty and to call to get them replaced due to lag at 90%. Agent reviewed lag and walked patient through clearing the data. Patient was then able to connect to the pump quickly. Agent reviewed general use of external devices and had patient toggle off mobile data and restart that handset. Patient was able to connect to the pump quickly and request/receive bolus. Patient would call back if they need further assistance. While on the call patient mentioned they were supposed to have his right shoulder replaced and it was a painful procedure for him to hold the communicator in his right hand and deliver a bolus patient. Patient stated he boluses about 5x per day.